Event description:
It was reported that a patient underwent reconstructive surgery of the urethra on (B)(6) 2011 and suture was used. The patient reported seeing pieces of suture in his ejaculate several weeks following the surgery. The patient also reported a burning sensation in the urethra. The patient was treated with prednisone and celebrex which briefly alleviated the symptom of burning.

Manufacturer narrative:
(B)(4). Extrusion of suture occurred, burning sensation occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01141. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).